Manufacturer narrative:
IFU was reviewed and it includes shallow chamber as a known complication and adverse reaction. Although complications occurred, the valve was able to maintain pressure of its intended functioning. The device history was reviewed and product was manufactured, tested, and released in compliance with our procedures.

Event description:
Pod1 ac deep, iop 14. Pow1 ac was shallow, deeper centrally with tube tip touching lens, iop 8, choroidals, reformed with healon. Pow2 ac deep and iop 18, stopped atropine. Pom1 iop 17 on dorzolamide/timolol bid, ac moderate depth.